Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that max zero caps have been leaking at the spin collar on multiple occasions in the nicu.

Manufacturer narrative:
Investigation summary: it was reported that there was a leak at the spin collar. Two samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to another extension set and pressurized with air under water. No leak was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Samples received